Event description:
A nurse started inserting an IV in a patient and connected the saf-t holder device to draw blood. After the blood was drawn the rubber covering the needle did not expand to cover the needle and the blood leaked out.